Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Did the noise prevent insufflation? Please describe the noise. --- the information was not provided from the hospital. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? --- the information was not provided from the hospital. What was the gas consumption rate or volume (liter/minute)? --- the information was not provided from the hospital. Were you able to identify where the leak was coming from? ---from the valve. Was a device inserted in the trocar during the leaking? If so, what device? ---no. Was any torque being applied to the trocar or device? --- the information was not provided from the hospital. The analysis results found that devices (a, b and c) were returned in good condition and inside their original packages. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. Each device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that devices (d and e) were returned in good condition and inside their original packages. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. Each device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Devices (d and e) additional information: batch # k90r0x, expiration date: 02/2018, manufacturing date: 03/2013.

Event description:
It was reported that during a laparoscopic anterior resection of rectum procedure, air leaked with a boo noise in 3 devices. Another device was used to complete the case. There were no adverse consequences to the patient. The three devices were discarded.